Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue could not be duplicated during evaluation. The device was tested using a test battery with bench handling and defibrillation cycle testing, and no abnormal performance was observed. Inspection of the battery pins and internal components revealed no discrepancies, damage, or loose connections. Review of the device log for 12/31/25 identified three instances of "defib charging error" messages and confirmed that the battery in use was depleted (below 8 vdc). The battery used at the time of the event was not returned for evaluation. The x-series operator's guide states to keep a fully charged spare battery pack with the defibrillator at all times. The device was recertified and returned to the customer. No trend is associated with reports of this type.